Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device was not returned to olympus for inspection and the reported failure was not confirmed. Based on the results of the investigation, and since the device was not returned for evaluation, the definitive root cause of the reported issue could not be determined. Olympus will continue to monitor field performance for this device.

Event description:
It was reported, the single use aspiration needle had excessive movement in the distal end when moving from the endoscope. The tube withdraws too far from the endoscopic image. The issue occurred during a diagnostic flexible bronchoscopy with endobronchial ultrasound-guided transbronchial fine needle aspiration/lymph node puncture and was completed using a similar device. The procedure was prolonged for 10 minutes with patient under general anesthesia. There were no reports of patient harm.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or when additional information becomes available.

Event description:
It was reported, the single use aspiration needle had excessive movement in the distal end when moving from the endoscope. The tube withdraws too far from the endoscopic image. The issue occurred during a diagnostic flexible bronchoscopy with endobronchial ultrasound-guided transbronchial fine needle aspiration/lymph node puncture, and was completed using a similar device. The procedure was prolonged for 10 minutes with patient under general anesthesia. There were no reports of patient harm.